Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The clinician suspected the noise to be due to lead fracture. No programming changes were made. There were no patient consequences.